Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown) the device displayed a "poor pad contact" message. There was no indication of any adverse effect to the patient due to the reported malfunction. However, the complainant did indicate that due to confidentiality restrictions, the facility is unable to release patient outcomes in the time of an event.